Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: during investigation, all the keypad buttons were responsive. The keypad was removed to find no defects to the button contacts. The pump was disassembled to find no evidence of a loose keypad connector. The complaint of unresponsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and the cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.